Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and bloody effluent. The break in aseptic technique was further described as a hygiene issue. The patient was hospitalized for the peritonitis event. At the time of this report, the patient was being treated with vancomycin (dose, frequency, and route were not reported) and was recovering from the peritonitis. The action taken with pd therapy was not reported. It was not reported if the patient was retrained in aseptic technique. No additional information is available.